Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established, concomitant med prod data. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by the clinician there was "malfunctions with pca pump". Clinician completed the shift hand off and cleared the pump. There was about 3 ml left of dilaudid in 1900. Patient was noted to be lethargic, in addition, only 5.3 ml had been charted for the patient usage and the current syringe was empty. About 5 ml of dilaudid was unaccounted for. Customer reviewed event logs and wants to confirm starting volume in the syringe. Appears patient received 5.3 ml of dilaudid using a (10mg/10ml monoject 35 ml syringe). Priming volume of tubing was 3 ml. Customer reports its unclear if tubing priming was the issue for the unaccounted volume of 1.7 ml. Customer states patient became lethargic but remained stable, no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported by the clinician there was "malfunctions with pca pump". Clinician completed the shift hand off and cleared the pump. There was about 3 ml left of dilaudid in 1900. Patient was noted to be lethargic, in addition, only 5.3 ml had been charted for the patient usage and the current syringe was empty. About 5 ml of dilaudid was unaccounted for. Customer reviewed event logs and wants to confirm starting volume in the syringe. Appears patient received 5.3 ml of dilaudid using a (10mg/10ml monoject 35 ml syringe). Priming volume of tubing was 3 ml. Customer reports its unclear if tubing priming was the issue for the unaccounted volume of 1.7 ml. Customer states patient became lethargic but remained stable, no harm.